Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 0132186. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the rubber stopper is distorted. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 0132186 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure 08apr2021, holdrege received a photo complaint from material #324900 and batch #0132186; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0132186 was reviewed. The syringes were assembled from 11jul2020 to 12jul2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only if a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Root cause: maintenance dispatch (l2l) was reviewed, and dispatch #100951 was created on 11jul020 for stopper issues. Corrective action: cleaned the stopper rails.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm 10bag 500 ap had a deformed stopper. The following was reported by the initial reporter: "rubber stopper is distorted."